Manufacturer narrative:
Visual inspection of the returned leads sc-2317-50, serial (B)(6) revealed the lead was cleanly cut into three and two pieces respectively, approximately 23.5 centimeters from the distal end. Electrical tests could not be performed due to damage caused by the cuts. The clean-cut damage is the result of a typical explant procedure and is not considered a failure. No other anomalies were identified aside from the clean-cut damage.

Event description:
It was reported the patient experienced a loss of stimulation in their targeted pain area. Lead sync programming revealed high impedance readings and lead migration. Reprogramming attempts were unsuccessful, and the patient underwent a revision procedure where the leads were replaced. The patient did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported the patient experienced a loss of stimulation in their targeted pain area. Lead sync programming revealed high impedance readings and lead migration. Reprogramming attempts were unsuccessful, and the patient underwent a revision procedure where the leads were replaced. The patient did well post operatively.